Event description:
The customer reported that he received a reading of 40 mg/dl from his sensor when his blood glucose was 140 mg/dl. The customer also received a reading of 53 mg/dl, trending downward, while his blood glucose was 140 mg/dl. During troubleshooting, it was found that the sensor was bent. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. However, the cannula was found to be bent. It could not be confirmed that the customer received the sensor with a bent cannula as the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.